Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Section e1: initial reporter first & last name: information unknown/not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: information unknown/not provided section h3: it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that before preloaded iol was implanted into the patient's eye, it was found that the lens had a faulty bent optic. Iol was not used. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: (B)(6) 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the plunger rod was fully advanced. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no viscoelastic residue or damage. The device assembly was inspected, and no issues were identified. The lens was cleaned and presented with no issues. No further evaluation was performed. The complaint issue lens damaged could not be confirmed during product evaluation, and no issues were identified. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. For complaint history review, a search of complaints related to this production order (po) was performed in the system. The search revealed that no other complaints were received for this po. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.